Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies or unexpected weak battery alarms were noted. No damage on the lcd isolation tape noted. All of the buttons are responding properly, no damage or moisture damage on the keypad assembly and no unlocked lcd keypad connector. The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin passed basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms or prime anomalies were noted. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose unknown mg/dl. The customer was advised to insert the new aaa alkaline battery. The customer stated the display returned. The customer were able to cleared the battery out limit, rewind/prime the insulin pump. The customer stated that the device would not stop priming and started to rewind on its own. The customer was advised that we will send replacement insulin pump.